Event description:
The facility returned the device for service. During service the baxter repair technician noted under infusion on during accuracy testing. The hospital representative stated that there have been no reports of any patient incident involving this pump. No additional information is available.

Manufacturer narrative:
Evaluation summary: the infusion pump was tested for flow accuracy at 100 ml/hour, the infusion pump failed the accuracy test. The specification of this device is +/-5%. The pump head module was replaced.